Event description:
The patient reported ongoing skin reactions at pod application sites ¿ redness, rawness, intense itching, and occasional pus formation. Symptoms reportedly resemble severe irritation (¿rugburn¿) and develop a skin film after 1-2 days. The patient attributed these issues to the pod adhesive and did not link it to a specific pod. The patient has a history of eczema and consulted a dermatologist on 14oct2025. Although no formal diagnosis was provided, topical creams (fluocinolone and triamcinolone) were prescribed. The patient previously took a 3-4 week break from omnipod use to allow skin healing. Current site preparation includes showering, wiping with alcohol, applying prescribed cream, allowing it to dry, and placing tegaderm with a cutout for the cannula.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported skin condition. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone17.5 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.